Event description:
It was observed during the device inspection, that the subject device exhibited a burn at the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed burn on the scope distal end cover could not be determined, as no additional event information was reported or available, however, it is likely that the issue was the result of the use of a high-frequency treatment tool without ensuring a sufficient distance from the tip of the scope. The event may be detected/prevented by following the instructions for use section below: gif/cf/pcf-290 series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.